Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Customer reports circumferential redness under the tan tape collar of her skin barrier. She first noted this red rash like area approximately 1-2 months prior to receipt of complaint. She cleanses her peristomal skin with soap. She does experience itching from the area and usually changes every 3-4 days. Patient outcome was not reported.